Event description:
Information received by medtronic stated that the cracked in battery side compartment. Customer stated that the insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display and water in battery compartment found on event date (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked select button keypad overlay and corroded battery tube. Blank display due to moisture damage on the pcba 1 / pcba 2 / harness assembly / corroded battery tube.